Manufacturer narrative:
No parts were replaced and issue had resolved at the time of event. The software investigation found in reviewing the logs that the reported event was related to a software issue. This issue was documented in a medtronic imaging software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, after bringing in the imaging system into the operating room (or) and connecting the image acquisition system (ias) and mobile view station (mvs), the ias pendant gave a 'connected not ready' status. Disconnecting and re-connecting the umbilical cable did not help so the imaging system was rebooted. The ias powered off without issue but the power led on the mvs continued to blink and not turn off. Another medtronic representative unplugged the mvs power cable from the outlet and waited for the mvs to power off. Once the mvs was off, the imaging system (ias and mvs) were powered on and the system was fully functional. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.